Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure the suture of a proglide device was attempted to be placed in the right common femoral artery using the preclose technique. Reportedly, an unknown device failure occurred. The sutures of a second and third proglide device were successfully placed using the preclose technique. The arteriotomy was 6f. The sheath was upsized to 18f for the aaa procedure. After the completion of the aaa procedure the two successfully preplaced sutures achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the preclose deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported unknown device failure could not be confirmed as key components were not returned. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of unknown device failure reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.